Manufacturer narrative:
B5 updated with clinical narrative. The investigation is still ongoing.

Event description:
A 39 year old male with postcardiotomy cardiogenic shock (pccs), whose pre support clinical status was consistent with scai shock stage d, underwent placement of an impella 5.5 via the right axillary artery using a surgical graft. I was called to the or regarding a 5.5 case, and upon arrival, the implanting surgeon reported active bleeding from the introducer while the graft was clamped. A new introducer from a different 5.5 box (axillary kit) was inserted without issue. No bleeding occurred with the replacement introducer, and the procedure was successfully completed. The event involved a tip split introducer noted upon initial use, leading to bleeding at the graft site. The reported major bleed is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. The device was removed and replaced without further complication. Root cause remains undetermined. When the device is returned further evaluation and analysis will be performed. The patient remained on support for 7 days and the pump was successfully weaned and explanted. The patient survived. Update 3/15/2026 a separate issue of a brief controller error alarm that self resolved is being reported. No further information is available.

Manufacturer narrative:
Additionally, information was received providing the patient¿s outcome. It confirms that the impella pump used for support was explanted following successful weaning, and the patient was reported to have survived at the time of explant.

Event description:
A 39 year old male with postcardiotomy cardiogenic shock (pccs), whose pre support clinical status was consistent with scai shock stage d, underwent placement of an impella 5.5 via the right axillary artery using a surgical graft. There was active bleeding from the introducer while the graft was clamped. A new introducer from a different 5.5 box (axillary kit) was inserted without issue. No bleeding occurred with the replacement introducer, and the procedure was successfully completed. The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.